Event description:
Laparoscopic harmonic hand piece not functioning. New hand piece opened and was functional. Manufacturer response for laparoscopic hand piece, harmonic ace +7 shears 5mm x 36cm (per site reporter). Verified issue was with handpiece not the console.